Event description:
It was reported that a symptomatic patient presented to the hospital in tachycardia. Interrogation showed intermittent double counting of r waves. Patient has wide qrs complexes due to bundle branch block. Reprogramming was done and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.